Event description:
Procedure type: subtotal gastrectomy. According to the reporter: after firing the device, the surgeon noted significant bleeding from the application site. The surgeon sutured the area to complete the procedure. No further details be obtained.